Event description:
The pt reported he received an a8 (bolus cancelled) message on his insulin infusion device. The stated that when he cleared that message he tried to start the device and received an e6 (mechanical error) message. To troubleshoot, the pt verified the proper battery was being used. The pt was assisted in resetting the device and inserting a partially filled cartridge. When the pt attempted to prime the infusion set, he received another e6 message. The pt inserted a new battery and when he tried to reset the device, he reported the device made an abnormal noise while the piston rod was returning and that it took an abnormally long time for it to return. The pt said when the piston rod was fully rewound, the device displayed an e10 (cartridge error) message. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.